Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a (B)(6) female patient who had essure (batch no. 901329, 893013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, anemia, meningitis, dizziness and vaginal discharge. Concurrent conditions included irregular menstruation. Concomitant products included alprazolam, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 16 days after insertion of essure. In (B)(6) 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal) type: vaginal"). In (B)(6) 2016, the patient experienced pelvic pain ("continuing pelvic pain (intermittent to often and mild to severe)/pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, hypersensitivity, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff mentioned that essure caused injuries, as alleged in complaint. She does not have money and definite plans for removal at this time. Plaintiffs received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia." Lot numbers and exp/MFR dates 893013, aug2014/aug2011; 901329, sep2014/sep2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Event added from pfs- device migration. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.